Event description:
The customer's mother reported that her daughter's blood glucose measured 500 mg/dl, so she deactivated the device. When it was removed she saw that the cannula was bent at a 90-degree angle. That pod was lost. A new one was applied and activated.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent condition of the cannula or determine if it contributed to the reported hyperglycemia. No product lot number was reported therefore no qualification record review was performed. The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."